Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. A spiroflex angiojet thrombectomy set was selected for a thrombectomy procedure in the tibial artery. During the procedure, after running for 5 seconds, a leak occurred at the pump followed by a "check saline supply error" message displaying on the console. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.